Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a follow-up computed tomography angiography that revealed extension of the aneurysm causing a left iliac artery aneurysm. On (B)(6) 2012, the pt underwent a reintervention where a contralateral leg component was implanted extending the previously implanted graft. The pt tolerated the procedure. It is unk from which device the extension was done.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device: (B)(4).